Event description:
The customer states that one pt sample generated an architect c8000 analyzer sodium assay result of 116 mmol/l. The same sample generated aresult of 138 mmol/l on the other architect c8000 analyzer in the lab. The customer had been concerned with ict module issues, seeing intermittent erratic results for the sodium, potassium and chloride analytes and is requesting a service call. There is no impact to pt mfg reported.

Manufacturer narrative:
Field service troubleshooting to resolve the issue included replacement of multiple parts, including a warming ring, several valves and sections of tubing, the ict module and aspiration pump and the ict pre-amp board. Ultimately, the issue was determined to be a fluidics flow issue that field service resolved by replacing a section of clogged ict tubing and adjusting the ict probe that was touching the bottom of the cuvette. Although the ict module was replaced, the investigation does not support that the ict module contributed to the issue. This issue is addressed in the architect system operations manual, ln 06e28-06 (90977-105 may 2005): section 9 service and maintenance instructs the user to: daily-check the 1 ml syringes for leaks; weekly - check the ict probe and tubing; monthly - check the dispense components, syringes and valves, and the ict drain tip; and quarteryly - change the 1 ml syringes, ict asp check valve, and ict ref check valve. Section 10- troubleshooting and diagnostics includes probable causes and corrective actions for error code 5623 (unable to process test, ict reference solution not aspirated) and for the observed problems "bubbles in ict module tubing", "controls out of range", and "erratic results, poor precision - ict results". Probable causes include, but are not limited to, "ict reference solution tubing is crimped or damaged," "ict probe not connected properly". "Ict aspiration tubing is not connected properly", and "failure of ict tubing". The user is referenced to section 9 component replacement for instructions to replace the ict probe and associated syringes and tubing. The investigation demonstrated that the architect c8000 analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.